Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. After the pump was turned back on the cartridge was no longer recognized. The customer's blood glucose (bg) level was 290-300 (mg/dl). Tandem technical support educated the customer the cartridge needed to be reloaded following the pump shutdown. The customer reloaded the cartridge and resumed insulin to address bg level. Recommendation was made to the customer to charge pump more frequently.